Event description:
Same case as MFR report # 6000089-2005-01478. During a pci/stenting treatment procedure, the maverick2 monorail balloon ruptured at eight atms. The lesion being treated was a 90% stenotic lesion in the first diagonal branch of the left anterior descending coronary artery. The balloon was being used to post-dilate the lesion after placement of a zeta stent. The maverick monorail balloon was removed and another balloon of the same type and size was used for post-dilatation. No pt injuries or complications were reported. Pt status is reported as 'good.'